Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (40 mg/dl). The cause for low bg level was unknown. Customer addressed low bg with candy and soda.